Event description:
It was reported that the ipg and lead were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-04758. It was reported that the patient was not getting adequate therapy. Diagnostic showed that the lead had a few contacts at high impedance. Reprogramming was attempted without success. The physician consulted and the system is not providing therapy due to the patient twisting the ipg. As a result, surgical intervention may occur to address the issue.